Event description:
A malfunction was reported on a pump by the customer. There was no reported impact to the customer's blood glucose level. The customer was instructed to use a backup insulin pump to ensure continuous insulin delivery and was guided by technical support on resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to contact support if the issue reappeared.